Manufacturer narrative:
Patient ID, age/date of birth, and weight were not provided for reporting. Date of the onset of infection in unknown. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Reporter contact number was not provided. (B)(6). Device history records review was completed for part# 04,004,555s, lot# 9732990. Manufacturing location: (B)(4), manufacturing date: nov 19, 2015, expiry date: nov 01, 2025. Non-sterile part# 04,004,555, lot# 9715729. Manufacturing location: (B)(4), manufacturing date: nov 09, 2015. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient sustained open fracture with soft tissue loss on an unknown date. On an unknown date, patient was treated with expert tibial nail and tissue flap transfer to covet tissue defect. Post-operative, on an unknown date, infection has been discovered. On (B)(6) 2017, patient underwent removal surgery and the nail has been removed, leg debriefed and treated with antibiotic beads with external fixator. Patient outcome was not reported. This report is for one (1) 11mm ti cannulated tibial nail. This is report 1 of 2 for (B)(4).